Manufacturer narrative:
Concomitant product: product ID: 3389s-40, lot# va11t99, explanted: (B)(6) 2016, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturer representative that during an implantable neurostimulator (ins) replacement procedure, a circuit break with high impedances of 5000 ohms was measured on the left electrode. The impedances showed a disconnect. The hcp thought the high impedances may be due to the lead quality problem so they replaced the faulty lead with a new one. After the lead was replaced, the impedances were normal and the surgery was completed. The patient¿s current status was well. The patient¿s indication for use is parkinson¿s disease.

Manufacturer narrative:
Analysis of the lead 3389s-40 stimloc dbs lot # va11t99 found no anomalies, with no out of range impedances found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.